Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer- additional information. H2: additional information. H3 reason for non-evaluation - additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-079964 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 3/25/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing wire occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.